Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6 atmospheres upon first inflation. The procedure was completed with another of the same device. There were no complications reported.

Manufacturer narrative:
Initial reporter city: (B)(6).